Event description:
The patient was revised because of thigh pain. Update: (B)(6) 2012 - litigation papers received. In addition to pain, it is now alleged that the patient suffers from discomfort, inflammation, and elevated levels of cobalt chromium. The metal liner and femoral head have been added and initial emdrs created.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges abductor muscle repair and loosening of stem. Added age, dob, updated patient harm, lawyer, law firm, revision surgeon and hospital, updated product details in ips including manufactured and expiration date. Stem was already reported. Corrected patient identifier. Doi: (B)(6) 2008 - dor: (B)(6) 2009 (left hip).